Manufacturer narrative:
The reported condition of failure code 12:602:1825:0000 was confirmed but not duplicated. The assignable cause was determined to be software failure; no repair is needed for the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 12:602:1825:0000. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.